Event description:
The customer reported to customer service that she was experiencing low suction with her pump in style advanced breast pump and that she had mastitis. Note: the customer disconnected the call with customer service, so it is unknown at this time if she was treated for mastitis by a physician. No other action was taken as the customer was unable to be reached for follow-up.

Manufacturer narrative:
The customer disconnected the call with customer service, so itis unknown at this time if she was treated for mastitis by a physician. No other action was taken as the customer was unable to be reached for follow-up. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." (Riordan and wamback, 4th ed. P 294: breastfeeding and human lactation). Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information of the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.